Event description:
It was reported to philips that the device displayed too little memory; exposure failed on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service deleted the patient list and formatted the image disks, including the replacement of the image disk and os disk. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).